Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had the hrm task did not grant motor power in reasonable time. Retries to free a stuck motor failed. The customer¿s blood glucose was unknown at the time of incident. Customer reports they got insulin pump error for twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected the hrm task did not grant motor power in reasonable time error noted during testing. (B)(4).